Event description:
It was reported that the patient observed an end of service (eos) / end of life (eol) message. The patient reported a power on reset (por) condition. The patient noted that they had a hip replacement in (B)(6) and a ¿bunch of complications¿ from the hip replacement in (B)(6). It was noted as ¿dislocation and everything¿ and then the patient had to move. The patient noted that ¿they¿ were also trying to figure out if the pain was coming from their back or their hip. The patient noted that they had not charged their battery in ¿a couple of months¿ so they went to ¿jump¿ it like they were once told before and the patient was receiving eos and por messages on the recharger. The patient reported that they first saw the messages a ¿couple of weeks¿ prior to report. The patient noted that they would hit the green button, get the ¿black squares,¿ then charge the battery and observed the ¿little chat symbol with a battery in front of it, like a chat symbol, with a disc and squiggly lines in it, like a text message chat symbol.¿ the patient then stated that the ¿battery was full.¿ the patient noted that they might have the remote packed and hoped it was not in their car because the patient had a car accident in (B)(6), totaled their car and broke their left foot. The patient then mentioned they ¿first try to charge because had car accident and broke foot, it makes it easier on [the patient¿s] back. The patient reported when they went to turn on the recharger, they received an eos message. Then, the patient hit the green button, they received the por message. The patient did not understand what was going on. The patient stated he would get back to the battery, hit the green button again, and he would get ¿all the black squares.¿ the patient noted that they were charging and had been charging since yesterday and the battery was about ¾ full. The patient reported that day prior to report the battery was full so they went to hit the button on the side of the recharger it would display the eos. The patient thought it was the gray or white button which normally turned stimulation on for the patient. The patient noted that they were thinking about having the stimulator removed, but it was difficult for the patient to get to the healthcare professional (hcp). The patient was redirected to the healthcare professional (hcp). It was further reported that the patient did not charge for ¿a while / couple of months¿ due to complications with surgery. The patient attempted to charge a couple weeks prior to report and got the message. The patient noted that they broke their left foot ¿where it was connected to leg¿ due to a car accident on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).